Manufacturer narrative:
Device passed the displacement test, displacement accuracy test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. No delivery alarm or occlusion - unknown timing not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery. The blood glucose level was 331 mg/dl at the time of incident. The current blood glucose was 300 mg/dl. Customer treated with manual syringe. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Insulin pump passed displacement test. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will be returned for the analysis.